Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by customer that, "we¿ve had three product failures with three separate lot#s, specific to the bard 20g x 0.75in priming port infusion sets (ref#0142075.) Patient was resting when rn flushed the line and noted that the tubing was leaking due to a crack in the port tubing above the hub. Rn de-accessed patient due to the crack but the safety did not engage, leaving the needle exposed. Rn placed a cap around the end of the needle to prevent injury." It was reported this occurred with three devices. This report addresses the third device.